Event description:
Received response from the peritoneal dialysis patient's clinic. The was no change in the patient's status and no report of any adverse event due to the alleged fluid leak.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported observing a fluid leak after treatment was completed. It is unknown if the cycler alarmed prior to the fluid leak being observed. Additional information was solicited but not made available. Set was not returned for evaluation. No adverse event reported at this time.